Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient daughter stated the patient¿s values are 20-50 points different. The patient¿s daughter stated on (B)(6) 2019, the patient was found unresponsive by his neighbor. The paramedics were called, and unspecified medical intervention was provided. His cgm and bs values were unknown. The patient had since then experienced cognitive deficiency because the hypoglycemic event that resulted in a loss of consciousness for an unknown length of time. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) correction to the following statement in the initial MDR: the sensor was inserted into the abdomen on (B)(4) 2019.

Event description:
The sensor was inserted into the abdomen on b)(4) 2019.